Manufacturer narrative:
Additional narrative: reporter is a j&j employee. A product investigation was conducted. Service and repair evaluation: the device failed calibration during evaluation. The repair technician reported that device failed high during ccw testing at service and repair. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during evaluation at service and repair, the 10nm torque wrench was found to have failed calibration. There was no patient involvement. This report is for one (1) 10nm torque wrench 11mm across the flats. This is report 1 of 1 for complaint (B)(4).